Manufacturer narrative:
Device evaluated by manufacturer: no. Lens remains implanted. (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, in her right eye (od). The patient reported not being able to see to drive at night and has had to get glasses. The lens was implanted on (B)(6) 2011 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical and device history record reviews, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Additional information received - the facility reported they could not confirm the patient report. The date of last visit was (B)(6) 2011 and visual acuity was 20/20-2. The reporter indicated the adverse event was not related to the device. There were no other ocular complications and no medications or treatments were required. The patient had dry eyes and the vision would flux daily due to dryness. (B)(4).